Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1, 6.1, 6.2 were failed and unable to recover. A field service engineer found no lights on the interface board. The 6-2 drawer controller board failed the ohms test, replaced both boards and secured all connections. Verified functionality in hardware test application (hta) and assigned the drawer in the application. Confirmed the unit was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. Auxiliary drawer 1, drawer 6.1, and drawer 6.2 failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.